Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg was reaching end of life. It was noted that the patient was experiencing more pain since the ipg died. The patient underwent an ipg replacement procedure and was doing well postoperatively with great coverage. The ipg will not be returned.